Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the defect of the video cable connector due to aging or excessive stress. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the endoscopic image and connection problems occurred without error message. The device was used with a light source clv and a video cable for evis exera ii endoscope. After this report, olympus inspected the device and found that the endoscopic image was intermittent. Reportedly, the video cable connector was defective. There was no report of patient injury associated with this event.